Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 508 mg/dl, 600 mg/dl, 132 mg/dl, 500 mg/dl, 630 mg/dl, and 465 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump. Customer's outcome pertaining to the complaint. Customer declined troubleshooting for hyperglycemia. The device will not be returned for analysis.